Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter stated that on an unspecified date the pt obtained a blood glucose reading of 565mg/dl, after the batteries had not been replaced and the pump turned off. The pt claimed she fell asleep and did not hear the low battery alarms. The pt experienced no symptoms of high or low blood glucose levels and did not seek medical attention. The pt subsequently obtained a new replacement battery and replaced it successfully in the pump. The pt's blood glucose levels returned to target values , such as 115mg/dl and 135mg/dl. There is no evidence the reported pump was not functioning appropriately. The pt had not replaced the pump batteries as recommended. However, as the pt obtained a blood glucose reading of 565mg/dl after the issue occurred, this complaint is being reported.